Event description:
It was stated that, "distal tip of prolift inserter broke off at l4-l5. 2 inserters broke; collapsed disc space, shaved to an 8 only."

Manufacturer narrative:
Based on the reported event and the returned devices, it is hypothesized that during use, an excessive force was applied to the installers at an angle due to patient anatomy and limited working space (l4-l5), resulting in a torsional or off-axis asymmetric load (e.g., rocking or toggling) being applied on the distal end of the clamp components. Since expandable spacer installers are not designed to withstand excessive torsional or off-axis loads, an angled insertion force may have led to a fracture of the clamp component's tangs.